Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation one complaint sample of reservoir bulb was received for evaluation, product was inspected visually and functionally, below are detailed findings : 1visually : no negative observation was identified during visual inspection, except a white spot, which might have generated on product after decontamination of the product. 2functionally : product is checked functionally (both with air & with water), and found in compliance, no negative observation was noted. Furthermore, as per standard practice, 100 % functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. No scope to miss defect, at manufacturing / release stage. These products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery (B)(6) 2023 and a reservoir was used. During procedure, the surgeon noticed that negative pressure was not applied. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.